Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56. If we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"During placement of the clip on the duct we had again on jackknifed clip. The surgeon tested the clip regarding fixations and grip and found the clip secure. The legs of the jackknifed clip were not parallel but were half/half. With the following clips there were no issues until clip number 5. This clip on the artery had the same jackknifed legs and came loose. He removed the clip and placed a new clip without any problems. During the whole intervention the surgeon used the clip applier in the correct way. Also this clip applier had a different lot number as the previous ap." Pt status: "pt is fine".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.